Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that approximately two months after implantation, the PICC line was found to be leaking while it was being flushed with saline. On close inspection, the user found a slight separation between the clear tubing and the purple hub. The PICC was removed and replaced. No parts of the complaint device were left in the patient, and there were no further injuries aside from the additional procedure.